Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator iris pot and camera. System operates as intended.

Event description:
Customer reported an error and the buttons are not working. No pt injury was reported.